Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no alleged product issue. It was noted that it was unknown if action was required. It was noted that the patient¿s seizure was worsening and was possibly related to the implantable neurostimulator (ins). It was noted that surgical intervention was performed but it was not known what that intervention was. It was noted that the number of seizures increased and the patient got aggressive. Additional information received reported that contacts 0 and 1 were 35 ohms. It was noted that contacts 8 and 10 were 33 ohms.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event had not resulted in a life-threatening situation.

Manufacturer narrative:
Correction: (B)(4) no longer applies due to updated coding procedures.

Event description:
Additional information received reported the description was changed to prolonged epileptic seizures, postictal aggression, and depressed mood because of prolonged seizures. It was noted the event was not serious/severe.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the outcome was ongoing as of (B)(6) 2014.